Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified. While onsite the technician learned that the employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are thoroughly dried prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." A steris account manager provided in-service training on the importance of thoroughly drying instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burning sensation while unloading instruments that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. The employee sought medical treatment at the facility's health center and returned back to work.